Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed because scope detection did not work due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited faulty scope socket. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found a faulty scope socket, cracked front panel and lamp at 500 or more hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct the g3 date received by manufacturer to february 5th, 2024. The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted.